Manufacturer narrative:
The axium coil (model: qc-3-8-3d lot: a620761) and echelon-10 micro catheter (model: 145-5091-150 lot: a609159) were returned for analysis within a shipping box. The axium coil was returned within an opened axium outer carton. The echelon-10 micro catheter was returned within an opened echelon-10 outer carton and within an opened echelon-10 inner pouch. The axium coil (pli-30) was requested to be returned for analysis. However, at this time the axium coil has not been returned and images (relevant to the complaint) were not available for review. The echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017". Per the axium coil instructions for use (IFU), the minimum catheter ID required is 0.0165¿. Therefore, the axium coil was found to be compatible for use with the echelon-10 micro catheter. The axium coil and echelon-10 micro catheter were decontaminated as per dpqa163. No issues were found with the axium pushwire. The implant coil appeared to be damaged within the introducer sheath. The implant coil does not appear to be ¿stretched¿ as indicated in the complaint report. The implant coil could not be pushed out from within the introducer sheath for further evaluation as it was found to be stuck. All other subassemblies appeared to be normal and no other anomalies were observed. The axium coil could not be used for testing with the echelon-10 micro catheter due to its damaged condition. It is likely that the damage to the axium coil occurred during its movement within the echelon-10 micro catheter against the reported resistance. The echelon-10 total length was measured to be ~155.0cm . The echelon-10 useable length was measured to be ~147.4cm which is within specification (specification: 147.0cm ± 1.5cm). Upon visual inspection, no issues or irregularities were found with the echelon-10 micro catheter hub. No bends or kinks were found with the echelon-10 catheter body. The echelon-10 distal tip was noted to be pre-shaped; however, the distal tip was found to be bent. The distal tip was found to be punctured at the proximal edge of the distal marker band. The echelon-10 micro catheter was flushed, water exited from the puncture and distal tip. No other anomalies were observed. The echelon-10 micro catheter could not be used for testing with an in-house axium coil due to its damaged condition. It is likely that the damage to the echelon-10 distal tip contributed to the reported resistance. However, the cause for the damage could not be determined. The customer reports of ¿coil resistance/stuck in catheter¿ and ¿coil stretch¿ could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the spring coil was stuck in the microcatheter and could not be pushed out, causing it to unscrew. As a result the coil was replaced with one of the same lot, but the issue persisted with it unable to be pushed out of the microcatheter. The microcatheter was then replaced and the coil was able to pass smoothly through to complete the operation. It was clarified that the issue was "abnormal extension". The cause of the issue was undetermined. The patient was undergoing surgery to treat an unruptured, saccular, aneurysm with a max diameter of 4.2mm and a neck diameter of 3.6mm. It was noted that the patient's vessel tortuosity was moderate. The devices were prepared/hydrated as indicated per the IFU. There were no related patient symptoms.